Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer¿s blood glucose level was 134 mg/dl. Customer reported that the insulin pump was exposed to moisture. Customer was tried to clearing the button error alert but button were not working. Customer reported that they observed moisture on the top of screen. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted.